Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the air pen drive device would not switch off, it remained on. There were no delays in the surgical procedure. It was unknown if a spare device was available for use. The procedure was completed with the same device and was then unplugged. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device run by itself, the valve was stuck and the device constantly run and did not stop. The device failed pretest for check valve-control in ¿hand¿ position with hand switch and check external leak tightness. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper device maintenance. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. If additional information should become available, a supplemental medwatch will be submitted accordingly.